Event description:
Customer used an alternate usb cable and the pump charged successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent, and the customer had been experiencing difficulty charging the pump with the usb cable. The customer's blood glucose level was not impacted. Tandem technical support sent replacement usb cable.